Event description:
Customer reported experiencing symptoms of slurred speech and "she didn't know what was going on around her". Paramedics were called and transported customer to bay health hospital. Customer reported that she was diagnosed with severe hypoglycemia and treated with an unk shot and breakfast.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.